Event description:
It was reported that at follow up intermittent undersensing of low amplitude ventricular events was observed during a vt/vf episode. The patient reported going to the ER when these events occurred for symptoms of dizziness and fatigue. The device was reprogrammed and remains implanted. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.